Event description:
It was reported that the gold screw fractured in the patients mouth at tooth #7. The patient was referred out to another office to have the fractured portion removed. The gold screw was not returned to the doctor, so nothing can be returned.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was confirmed by the customer that the fractured screw had been retightened previously to fracturing. The fractured screw was successfully removed.

Manufacturer narrative:
This report is being submitted to report additional information to 0001038806 - 2022 - 00387.the customer confirmed information about the event that results in that this event does no longer meet the requirements of a reportable event. The following sections are being reported: b5 describe event or problem. H2: if follow-up, what type. H10: additional narratives/data.